Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was unknown mg/dl. The customer stated that the sensor cannula was missing had issues remove needle hub and thinks that was why the sensor cannula went missing. The customer was advised that lost sensor alert may be due to sensor dislodged, bent, retracted or damaged. The customer was advised to the return sensor and we would replace the product.

Manufacturer narrative:
Evaluated one opened/used partial enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used. We were unable to confirm needle anomaly due to customer not returning needle.